Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery would only last for less than or equal to two hours. In addition, the battery light would be orange while charging and then turn red after two hours. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient's battery would only last less than or equal to two hours. In addition, the battery light would be orange while charging and then turn red after two hours. The battery (bat215722) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files were not provided or available for analysis. The reported event could not be confirmed as the unit was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving panasonic batteries that rapidly discharge can be attributed to soldering or welding defects. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery would only last for less than or equal to two hours. In addition, the battery light would be orange while charging and then turn red after two hours. No patient complications have been reported as a result of this event.